Event description:
New information indicates that the patient reported experiencing syncopal symptoms due to oversensing of noise.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing which led to inappropriate automatic mode-switches. Programming changes were made. The patient was stable.